Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg site was uncomfortable for the patient. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.